Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs #1225714-2014-02475, 1225714-2014-02476, 1225714-2014-02477 and 1225714-2014-02478.